Event description:
Pt's father contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor, the tip of the sensor wire appeared to be missing. No portion of the wire was visible at the insertion site. The sensor had been inserted in pt's arm. At the time of the call to technical support, the pt was in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.